Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. On 2017 - use after expiration. The product was not returned to abbott vascular for analysis. It should be noted that the xience prox everolimus eluting coronary stent system electronic instructions for use states for single use only. Do not re-sterilize or reuse. Note the product use by: date. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot or original lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot or the original lot. The investigation determined the reported difficulties of device being used after the expiration date appears to be related to user error. There were no specific reported device malfunctions or patient effects associated with the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the coronary artery. After implantation of the xience prox 4 x18 mm stent on (B)(6) 2018, it was discovered that the device expired on march 3, 2018. The stent was implanted with good result and no adverse patient effects. No additional information was provided.